Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet split into two pieces when the user removed the protective case to place the device on the charger after experiencing a sleep/wake function issue, with the problem associated with the display component and characterized as a loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem on the display assembly consistent with loss of or failure to bond. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.